Manufacturer narrative:
The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Evidence from the device image show there was a false eri triggered consistent with the device being in auto-capture and high output mode but the device remained above eri level throughout the implanted period. Electrical and mechanical tests performed, including battery assessment at various amplitudes did not find any anomaly. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that there was suspected premature battery depletion on the device. The device was explanted and replaced to resolve the event and the patient was stable.